Manufacturer narrative:
It was reported that the patient experienced two critical battery alarms. One battery (B)(4) was returned for evaluation. One battery (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the non-returned device's manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. However, applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms are most often attributed to communication errors between the controller and batteries. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Brand name: battery/(B)(4) / model #1650de / exp. Date: 2015-08-31. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2014-08-31. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in clinic for routine check up and two critical battery alarms were observed upon interrogation of the controller. The two associated batteries were exchanged. There were no patient consequences associated with the event.